Event description:
It was reported that pt was transferred with umbilical artery and venous catheters which were placed at birth. Md decided to discontinue umbilical catheter. Rn removing catheter found the stitch holding catheter in place to be tight. Upon attempt to push stitch back, catheter broke at the suture site, flush with base of umbilicus. Rn got help to stop the small amount of bleeding and could see arterial cannula still in pt. Rn caught and clamped broken end of cannula until md arrived. Md was able to gently grasp and retrieve the broke piece from pt without intervention. There were no pt complications.